Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer and confirmed that the boot-up countdown sometimes stops at 00:00, preventing system access. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system on-site and confirmed that the equipment could not log into the system. Troubleshooting found a login error prompt when restarting the system. The fse restored the backup system. After this update, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.